Event description:
Reporter alleged the customer obtained a blood glucose result of 700 mg/dl which is outside the numeric reading range of 10-600 mg/dl of the advantage system. No info on action or treatment reported as customer refused to provide any additional info when requested by manufacturer. A request was made for the return of the suspect device and replacement product was sent.